Event description:
Patinet is a 52 year old female status post-subcutaneous mastectomies and placement of bilateral silicone implants. Patinet has requested removal of the implants. There was a minimal capsule formation around the silicone. The implants had no obvious remaining implant envelope around the silicone. The silicone was removed completely in a cohesive globular mass. The right side capsule envelope was paper thin, and a small hole was made while extracting the implantdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently, invalid data. The device was not destroyed/disposed of.